Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a scratch noted on intraocular lens (iol) after inserting into eye and a cutter was used to remove the lens during the initial procedure. Additional information was requested.